Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered fluid underneath their cycler after ending their pd treatment. The patient confirmed there was a message about a sensor. The patient pressed ok but the message returned. The patient disconnected and turned off cycler due to fatigue. The alarm was confirmed to be the air detected in cassette. The patient then reported receiving an air detected in cassette alarm during fill 1 of 3 of treatment after resetting up and the treatment was cancelled. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. The patient could see what looked to be condensation on the outside of the cassette, but it did not look like fluid was leaking. The patient was advised to discontinue the use of their cycler and follow up with their peritoneal dialysis nurse (pdrn). A replacement cycler was issued to the patient. It was reported that an alternate treatment option was available. Upon follow up, the patient confirmed the reported event and that fluid was not found inside the cycler door. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient was able to complete peritoneal dialysis treatment using continuous ambulatory peritoneal dialysis (capd) at the clinic in the absence of the cycler. The patient has not received the replacement cycler yet; however, the old cycler is available to be picked up and returned.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered fluid underneath their cycler after ending their pd treatment. The patient confirmed there was a message about a sensor. The patient pressed ok but the message returned. The patient disconnected and turned off cycler due to fatigue. The alarm was confirmed to be the air detected in cassette. The patient then reported receiving an air detected in cassette alarm during fill 1 of 3 of treatment after resetting up and the treatment was cancelled. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. The patient could see what looked to be condensation on the outside of the cassette, but it did not look like fluid was leaking. The patient was advised to discontinue the use of their cycler and follow up with their peritoneal dialysis nurse (pdrn). A replacement cycler was issued to the patient. It was reported that an alternate treatment option was available. Upon follow up, the patient confirmed the reported event and that fluid was not found inside the cycler door. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient was able to complete peritoneal dialysis treatment using continuous ambulatory peritoneal dialysis (capd) at the clinic in the absence of the cycler. The patient has not received the replacement cycler yet; however, the old cycler is available to be picked up and returned.

Manufacturer narrative:
Additional information: d9, h3 plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed on the cycler with no physical damage noted. Although there was evidence of dried fluid present within the cassette compartment, there were no burrs or sharp edges in the cassette area that could have punctured the cassette membrane. There were visual indications of particulates within the cassette area. A post accelerated stress test (ast) simulated treatment was performed on the cycler and encountered an air detected in cassette alarm. Failure traced to hp2 filter being clogged with fluid. Temporally replaced to continue testing. Another post-ast simulated treatment was performed without any failures or problems. There were no fluid leaks in the test cassette during the post ast. The cycler underwent and passed a system air leak test, valve actuation test, and teach pumps test. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. An internal visual inspection identified evidence of dried fluid under the pump assembly on the bottom cover. The cause of the dried fluid could not be determined. Fluid in the hp2 filter is a related failure to the air detected in cassette warning alarm. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.